Event description:
It was reported that the arctic sun device was not cooling, and reported the root cause was due to faulty mixing pump and chiller was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit was not cooling. Mixing pump was replaced. An intermittent chiller contributed to the reported issue. Chiller was replaced. As5000 system passed all tests, is functioning properly and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record review was not required as event was not an out of box failure and therefore is not manufacturing related. The labeling review was not performed since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling, and the reported root cause was due to faulty mixing pump . The device failing to rewarm, and heater needs replacing .